Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain and cloudy pd effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with meropenem injection (500gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that pd therapy was discontinued and the patient was shifted to temporary hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient recovered from the events on 05aug2024 and antibiotic treatment for peritonitis was discontinued. Should additional relevant information become available, a supplemental report will be submitted.